Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06538. It was reported that the patient presented for a generator change. During the procedure, the previously implanted right ventricular lead could not be inserted into the pacemaker even using lubrication. The physician replaced the device with another new pacemaker. The insertion issue persisted, but the lead was ultimately inserted. The cause of the issue was unknown. The patient was stable throughout the event.